Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was dropped and it alarmed off no power without and low battery indicators. Customer's blood glucose was 189 mg/dl. Troubleshooting was performed. Customer uses recommended battery. The batter was not previously used. The device was dropped but no damage was noted. Self test was performed and device passed. Customer was unable to perform displacement test. Customer reported the drives support cap did not appear damage. The battery cap was not loose, cracked or damage. This was the first time anomaly occurred. Customer was advised to monitor device and call back if issues persisted. No further information reported.